Event description:
The tap was used by being screwed into bone and the tip of the tap broke off. The tip of the instrument has remained inside the patient. Report sourced from hospital nurse.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been complete any additional information will be reported in a supplement.